Manufacturer narrative:
Results of investigation: due to the lack of material returned to vyaire medical, vyaire was unable to determine the root cause to the reported issue, however, vyaire was able to confirm the reported issue of overheating with photo's that were provided by the customer.

Event description:
It was reported to vyaire medical that a circuit had overheated and had several burn spots. The circuit was in use on a patient at the time, with no injuries.